Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a perforation in the heavily calcified left anterior descending coronary artery. A 2.80 x 19 mm graftmaster covered stent delivery system (sds) was advanced; however, failed to cross the lesion due to a lack of guiding support. A new same sized graftmaster sds was then advanced but also failed to cross the lesion. An unspecified drug eluting stent delivery system crossed the lesion and the stent sealed the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.